Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose and hyperglycemia. Customer's blood glucose was 505 mg/dl. The customer was admitted to the hospital. Customer was treated and released the same day. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.